Event description:
It was reported the pt is experiencing intense jolts of stimulation when lightning strikes in nearby areas. The electrical surge causes her to drop to her knees and she cannot move for two days. When the system is off, she still feels a short surge for a few seconds, but nothing to cause discomfort. The pt was advised to turn stimulation off during storms to prevent the electrical surge. An sjm representative is pending follow up with the pt.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.